Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full),). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- on (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia).reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, vaginal bleeding, polymenorrhoea, uterine prolapse, chronic cervicitis and pelvic adhesions. Concurrent conditions included migraine. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2011 and norethisterone (micronor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full),/vaginal hysterectomy with bilateral salpingectomy). Essure was removed in 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. Essure insertion date (B)(6) 2008 (per pif) discrepancy noted: as per removal details as per (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain and dyspareunia , dysmenorrhea. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, vaginal bleeding, polymenorrhoea, uterine prolapse, chronic cervicitis and pelvic adhesions. Concurrent conditions included migraine. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2011 and norethisterone (micronor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full),/vaginal hysterectomy with bilateral salpingectomy). Essure was removed in 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. Essure insertion date (B)(6) 2008 (per pif) discrepancy noted: as per removal details as per (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain and dyspareunia , dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding. Reporter information, date of birth were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.